Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the trunk was pulled from strain relief, damaging the j702 off the distribution node pca. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.